Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the latch assembly came off of its mount, which didn't allow device to power on. A replacement device was provided to the customer.

Event description:
It was reported that the device was used to successfully resuscitate a pt. After the event, it was noticed that the power button was damaged and the device would no longer power on. There was no adverse event reported as a result of the device use.